Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an initializing screen without a manual restart and an adverse event were reported. Date of issue is an approximation. The patient¿s mother stated the patient¿s blood glucose (bg) values on the blood glucose meter and the receiver were high on the night of (B)(6) 2018 before the patient went to sleep. No symptoms were reported prior to the patient going to bed. When the patient woke up, the receiver was stuck on the initialization screen and their glucometer was not registering their bg values. The patient¿s father attempted to check the patient¿s ketones and due to the results of the test, it was indicated that the patient went into diabetic ketoacidosis (dka) and was brought to the hospital around 9:00am. When the patient arrived at the hospital, they performed a bg reading and the patient¿s bg was 562mg/dl. The patient was administered an intravenous (IV) drip and was sent to the intensive care unit (ICU). While in the ICU, the patient¿s bg level dropped to 338mg/dl and continued the IV drip until (B)(6) 2018. At the time of contact, the patient was in stable condition but was still in the hospital. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.